Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information has been added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Based on the investigation results, the root cause could not be identified; however, it is likely that a failure in the printed circuit board led to the malfunction, resulting in the blinking of the front panel light-emitting diode. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The investigation attributed the issue to a faulty printed circuit board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video system center front panel light-emitting diode (led) light was blinking when switched on and the unit was not working. The issue was found during maintenance. There was patient involved.